Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular lead due to non-sustained episodes and short v-v intervals. The lead was suspected to have a possible fracture. The lead was also noted to have triggered a warning for pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.